Manufacturer narrative:
Evaluated 1 open/used reservoir(stopper-plunger not returned). Using a new lab stopper-plunger reconnected and performed pre-fill test to reservoirs. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Cannot performed manual test appendix g to reservoir due to the plunger not returned. Also ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak, not occluded and no air bubbles.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the reservoir was leaking. Customer¿s blood glucose was unknown at the time of incident. Customer was unsure if the leak was from past first or second o ring. Customer stated that there was air bubble in the reservoir. Customer stated that there was fluid in the reservoir compartment. Customer stated that the o ring inside the lip of reservoir compartment was not missing. Customer stated that the insulin pump passed self test. The reservoir will be returned for analysis.